Event description:
It is reported that the inserter fractured during use.

Manufacturer narrative:
Eval summary: no surgical notes were provided which indicate how the instrument was being used when the event occurred. The load and angle of insertion at the time of breakage are unknown. If the inserter drive link is not fully engaged with the lag screw, there is an increased risk of fracture of the instrument. It is not known if the surgical technique was being followed. With the info provided, the exact cause of this event cannot be definitively determined. Eval: the device was returned for analysis. It was confirmed that on the distal end, one side has broken off and on the opposite side cracks have begun to propagate. The instrument had a potential field age of approximately 10 years at the time of failure. The fracture appears to have occurred by repeat loading followed by fast fracture. The device history record was reviewed and found conforming and met print specifications where measured.